Event description:
During a glove evaluation with a customer, one staff member, who is known to be senstive to numerous gloves, cut a patch of the latex surgical glove being evaluated. She placed it on her arm. The staff member reports that she had a dermal reaction to this patch.